Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v122051, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v122051, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v122051, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v122051, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37082-20, serial# (B)(4), implanted: (B)(4) 2009, product type: extension. (B)(4).

Event description:
The consumer reported the patient was wondering if she could have a different lead put in when they replace the implantable neurostimulator (ins) in a couple of years. The patient had seen the x-ray showing the coiled lead and her husband wanted her to have her get it replaced while he still had insurance before he retired. It was noted the patient stated when she had the implant put in, the doctor used the wrong lead and the lead was coiled on the left side of the neck. It was reviewed the choice would be between the patient and the healthcare provider (hcp). The patient was also wondering if there were smaller inss. There was no allegation or any complaints against the therapy. No symptoms were reported. Relevant medical history included radicular pain syndrome. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.